Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported this was a mitraclip procedure performed to treat grade 3-4 functional mitral regurgitation (mr). The posterior mitral leaflet was short (7mm) and imaging was difficult. The clip was advanced to the mitral valve. There was difficulty grasping the short posterior mitral leaflet and there was loss of leaflet capture. After several grasp attempts the posterior mitral leaflet tore horizontally and came off the clip. Therefore, the clip was not implanted and was removed. No clips were implanted, the procedure as discontinued. Mr remains 3-4. There were no adverse patient effects and no clinically significant delay during the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported positioning failure (leaflet grasping & capture) is patient anatomy. Tthe cause of the reported tissue injury is due positioning failure (leaflet capture). The reported tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.